Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with vaginal hysterectomy; due to uterine prolapse, sui, and cystocele. The patient experienced pain, urinary/bowel problems, bleeding, recurrence, dyspareunia, adhesions, vaginal scarring, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent abdominal sacrocolpopexy on (B)(6) 2012; due to vaginal vault prolapse, enterocele, cystocele, rectocele and incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient also underwent abdominal enterocele repair, enterolysis, removal of vaginal mesh, urethral lysis, sling urethropexy, cystocele repair, a&p colporrhaphy, rectocele repair, colpoperineorrhaphy, alyte mesh implant on (B)(6) 2012 due to bowel adhesions, and urethral scarring. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent sling release and urethral lysis on (B)(6) 2013 due to incomplete bladder emptying. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.